Event description:
The operative report has been requested; however, it has not been received. The device history record (DHR) review was completed, and there was no nonconformance found related to this event.

Event description:
It was reported that the device was explanted after an implant duration of approximately 2.5 months, due to endocarditis. Information learned from implant patient registry and from the surgeon's follow up response. It was reported that another device was explanted.

Manufacturer narrative:
It was reported that another device was explanted. Device not returned.